Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a removal of laparoscopic band and revision to laparoscopic sleeve gastrectomy procedure, the surgeon was performing a removal of a lap band and converting it to a lap sleeve gastrectomy. The tissue was really thick because the patient had a previous band with plication. On the third firing on the sleeve portion, a black reload was used with buttressing material. The first two firings went well, but on the third firing the first portion of the staples formed, but on the patient side the last half of the staples did not form proper b formation. Additionally, it appeared as if the staples did not hit the anvil of the stapler at all. The last portion of the reload (ecr60t) appeared to not have deployed any staples at all and the stapler cut without stapling. The stapler that was being used was a ple60a. The surgeon fired a green reload with buttressing over the area where the staples did not form correctly. He was not able to get the entire portion restapled though. So he clipped along the staple line and then over sewed the staple line in that area. The rest of the firings in the procedure went well and a leak test was conducted after the case and everything appeared fine. There were no patient consequences.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ecr60t cartridge reload was received for analysis. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.